Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropiate. H10 additional narrative: investigation summary : according to the information provided, it was reported that the suction hose of the device has become detached from the handpiece during use. The device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube has saline residues. The active tip shows signs of activation. When reviewing the suction tube it was found that is detached. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode was sent to the manufacturer for the suction test and further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: device was not returned in the original packaging. The suction tube was still inserted in the proximal end of the device handle. The active tip was clean and did not show any obvious signs of activation, but some insertion may of taken place. The suction tube did not show any obvious signs show of saline residue. The electrical test was performed, as a result, all the parameters passed the test. Functional testing was performed using vapr vue generator gml4854/2; the flow test was not completed due to suction tube condition. Manufacturer summary: inspection of the device internals highlighted that the suction hose had not been fitted correctly and was only lightly retained as a consequence of the force applied by the us weld process and did not have sufficient retention for use in a clinical environment. The customer reported defect of the suction hose detaching has been confirmed. The device suction hose has not been adequately assembled as per assembly aid process. An initial risk assessment has been performed for the defect seen. The last 12 months¿ sales of the tripolar device equates to 65,000 individual devices. This complaint failure mode is an isolated incident, that is categorized as a ¿probable¿ occurrence rate and considered in ra risk matrix line 1100. The highest identified risk within ra document 892007 for failure modes that are equivalent to the complaint failure mode is loss or deterioration of function resulting in increased procedure time - patient under anesthetic for an extended period of time. As detailed in the risk management procedure the severity risk category is ¿minor¿- results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre mitigation risk of grid 10 and a post mitigation risk of grid 9 are stated, which is ¿minor¿ and ¿probable¿ and rated as low as reasonably achievable (alra). Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. A CAPA investigation cr-301864 has been initiated to investigate this failure mode further in an effort to determine root cause and identify any potential corrective actions. A DHR review has been performed for lot u2012039; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the suction hose on the vapr tripolar 90 suction electrode device had become detached from the handpiece during use. Another like device was used to complete the procedure with an unspecified delay. There were no adverse patient consequences reported. No additional information was provided.